Manufacturer narrative:
This instrument has been investigated. On 10-24-2016 an ocd field engineer (fe) arrived at the customer site. The fe replaced the probe, syringe, and washing station. The fe primed the system and the customer ran qc without errors. Repairs have returned this instrument to expected operation.

Event description:
The customer reported the discovery of di water in wash containers a and b instead of the normal wash solution a and b. No incorrect results were reported. (B)(4).